Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned device found the trap door was not able to pass the suture. Age and use of the device are considered contributing factors. (B)(4).

Event description:
It was reported that patient underwent procedure utilizing a suture passer on (B)(6) 2011. During the procedure, the surgeon attempted to pass the suture without success and the refixation of the soft tissue was not achieved. There was no injury to the patient or delay to the procedure as a result. No further information has been provided to date.